Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the ng feeding tube was placed in the ICU and then needed to be removed from the patient on the floor because it was leaking.

Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. A product analysis was unable to be completed as to date no samples or pictures have been provided. Leaking can occur during use if the instruction for use for the proper procedure for the insertion and use of the feeding tube, as well as the correct removal of the stylet using a syringe to inject approximately 10 cc of water into the tube to activate the hydromer coating are not adhered to. Based on the information available and the investigation findings, a formal investigation is not deemed necessary at this time. The reported condition could not confirm a manufacturing deficiency. If additional information is received warranting further analysis, the investigation may be resumed. This complaint will be used for tracking and trending purposes.